Event description:
It is reported that the articular surface would not lock. It appears that the dovetail mechanism on the underside of the poly has been damaged.

Manufacturer narrative:
This report will be amended when our investigation is complete.